Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited an out of range pacing impedance measurement that resulted in activation of the lead safety switch (lss) and switched the rv lead configuration to unipolar. Oversensing and pacing inhibition that resulted in greater than 2 seconds of asystole was observed while the configuration was unipolar. The specific pacing impedance measurement was unknown. The local field representative contacted boston scientific technical services (ts) and inquired about programming options for the lss in case it is triggered again. Programming changes were made to the lss feature to include a higher sensitivity. No adverse patient effects were reported. This product remains implanted and in service.